Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was implanted. The patient was given fluid prior to the procedure in the morning and was npo. Upon implantation, the device met release criteria with a flush ostial position, solid tug test, compression 9.1% to 15.2%, no leak, and no partial recaptures required. At the 45 day follow up, the device was found to have embolized and stable in the aortic arch. The patient is stable and will continue anticoagulation. The device will not be removed.